Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the screw for the biopsy guide was stuck. It was reported that the screw was used to tighten the guide and manual adjustment was not possible. There was no patient present when this issue was identified. No additional information was provided.